Event description:
The customer reported that she is getting too much insulin. The caller stated that her blood glucose was 183mg/dl the day before the call, and she felt funny. When she checked her glucose level it was 33mg/dl. The customer also stated that the last night her blood glucose was 412mg/dl before bedtime and took a glucagon pen. Then the customer woke up with a 180mg/dl. The caller stated that she did not take any boluses and her blood glucose should stay on the 400s range. Advised the caller to disconnect from the insulin pump. The customer stated that the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.